Manufacturer narrative:
The customer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit's alarm led failed. Based upon the information provided, the device was being set up for use at the time of the event. No patient harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that the unit alarmed alarm led failed error message, with error code 1105 in log. The rse provided the part numbers and pricing for the power switch, u-stand top, universal stand, and bottom foot kit to the customer. Further information is pending.